Manufacturer narrative:
Recall only in france.

Event description:
The distal perforations of the nail are not positioned correctly.the distal holes should be aligned with the perforation of screw 1, but this was not the case here. The surgeon was unable to lock the nail at the distally part.